Manufacturer narrative:
All button on the insulin pump are functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked lcd keypad connector during visual inspection. The device was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not performed. The device was returned for analysis.